Event description:
It was reported that (1) 511s was used during a laparoscopic cholesystectomy procedure. It was reported by the rep that the trocar malfunctioned. According to the scrub tech the trocar obturator would not engage, thus the trocar could not be used. Opened another device to complete the case. There was no consequence to the pt.